Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
During implant, helix became unable to be retracted after over one hour with five attempts to position by extending and retracting the helix. Lead was discarded at facility.